Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended. The customer was also educated on proper system shut down and it was recommended that the facility power outlets be stabilized.

Event description:
The customer reported the system displayed communication error messages. This error message is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury.